Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was clarified that "being scheduled for muni revision next week of (B)(6) 2019" meant "replacement was on (B)(6) 2019." The device was explantedon (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-method 4118 no longer applies. Eval code-result 3221 no longer applies. Eval code-conclusion 67 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. The pump was returned and analysis found corrosion and wear in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 20 mg/ml; 7.251 mg/day via an implantable pump. Indication for use was non-malignant pain, failed back surgery syndrome and other chronic/intractable pain (trunk/limbs). The date of the event was (B)(6) 2019. It was reported that on (B)(6) 2019 the patient started to experience morphine withdrawal with symptoms of vomiting, dizziness, and sweating. The pump alarmed. The patient was at home all day on (B)(6) 2019. The patient did not fall or have complaints. On (B)(6) 2019 the pump was interrogated, and log files were taken off the pump. A motor stall occurred (B)(6) 2019 at 7:38 am and recovered on (B)(6) 2019 at 9:39 am. The patient did not have magnetic resonance imaging to cause the stall. The cause of the motor stall was unknown. The pump was set to minimum rate. The patient was scheduled for a revision the week of (B)(6) 2019. Patient status was alive - with injury. The issue was not resolved. Patient weight and medical history were asked but unknown. No further complications were reported.